Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patients ipg incision site opened a little and it was swollen. It was reported that patient did not take her antibiotics as prescribed after the implant procedure. It was not believed that the incision was infected. The patient was prescribed additional antibiotics and nausea medication. The patients incision site was reportedly looking better.